Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a full breach insulation degradation exposing the outer coil at 4.5 cm adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.